Event description:
It was reported that during a total abdominal hysterectomy procedure, the surgeon stated that the device was not cutting smoothly and was pushing tissue out of the jaws of the instrument. The instrument was done being used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) as the device activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing. There were no anomalies noted with the functionality of the device.